Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no more information has been received. The analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following response was received on (B)(6) 2011: the surgical time increased 1 hour. The staple line opened during the procedure. After it, the anastomosis was made by manual suture. This suture was 3 cm from the border of the anus, causing a technique difficult to create the anastomosis. The risk of infection was great, so the doctor constructed an ileostomy to protect the anastomosis. The patient did not have any consequence due to this event. The surgery was already open because it was a re-op of tumor. After the event with the staple line, the doctor created the anastomosis by manual suture. The procedure is a rectosigmoidectomy in low rectal cancer.

Event description:
It was reported that during an unknown procedure, there was total opening of the staples. Unknown how case was completed. There were no adverse consequences for the patient.